Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation. A review of the device history records for leads was completed and no anomalies were noted. This is the final report.

Event description:
The patient reported buzzing sensation in her head. Physician determined that the patient's dura was punctured during the trial procedure resulting in a csf leak and headaches. The patient is reportedly doing well.